Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after the dental implant was installed in intraoral region #30 it was verified its non- osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type I.